Event description:
The complaint reported that during a therapeutic procedure that was performed on a pt (age and gender unknown) a j-tube enteral feeding device was placed in the pt in 2004 without any problem. However, in about 3 months, the device catheter was found to have become detached from the adapter. The detached catheter was observed via x-ray to be contained in the pt's small intestine. The catheter was subsequently observed to have migrated to the pt's large intestine. The complainant indicated that the physician is allowing the device to pass through the pt via defection. The complainant indicated that a replacement device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.